Event description:
It was reported an issue with monosyn suture. The client reported that the thread was without needle. No further information has been received.

Manufacturer narrative:
Analysis and results: the involved batch is not known. The possible batches are: 122073,122163,122172,122194 and 122211. There are no previous complaints of any of the possible batches. We manufactured and distributed in the market (B)(4) of the batch 122073, (B)(4) of the batch 122163, (B)(4) of the batch 122172, (B)(4) of the batch 122194, and (B)(4) of the batch 122211. There are no units in stock of any of them. We have only received a picture showing a thread still wound on the pack and the needle is missing. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing records, there are no incidences related to this issue in any of the possible batches and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.53 kgf in average and 0.27 kgf in minimum for the batch 122163, 0.70 kgf in average and 0.58 kgf in minimum for the batch 122172, 0.93 kgf in average and 0.72 kgf in minimum for the batch 122194, 0.80 kgf in average and 0.55 kgf in minimum for the batch 122211 and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: in spite of receiving a picture showing a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.